Manufacturer narrative:
The device was requested for evaluation but was not returned therefore the complainant's event could not be verified. It was reported that the facility will not return the device. The cause of the event could not be determined from the information available and without device evaluation. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury.

Event description:
It was reported that after six successful passes with the ar-13995n, multifire scorpion needle during an arthroscopic rcr, the needle would not advance through the rotator cuff on the seventh pass. The rep stated that the device was taken out of the cannula and inspected. Upon inspection it was noticed that the needle had broken off at the recess point. An x-ray was taken, and revealed that the broken piece of the needle was lodged inside the tendon. The rep stated that the surgeon attempted to find and retrieve the broken fragment, but no avail. Additional information has been requested. Additional information received on 09/05/2018: the rep confirmed that the needle was dry fired once prior to use in surgery. The scorpion jaws were securely clamped on the tissue during suture passing, and there were at least two additional passes attempted. The rep stated that the surgeon attempted to use various graspers to retrieve the broken fragment.